Manufacturer narrative:
Method:device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: no further investigation for this event is possible at this time as no devices and insufficient information was received.

Event description:
It was reported that during the surgery, the surgeon inserted the screws to l2-3(fixation extended). The surgeon used the angled open connector. When the surgeon tightened the blocker of connector, the blocker was not tightened. Therefore the surgeon changed the angled open connector to brand new connector.

Event description:
It was reported that during the surgery, the surgeon inserted the screws to l2-3(fixation extended). The surgeon used the angled open connector. When the surgeon tightened the blocker of connector, the blocker was not tightened. Therefore the surgeon changed the angled open connector to brand new connector.